Manufacturer narrative:
The returned sensor was evaluated. Visual inspection revealed no external damage. Eeprom content verification did not identify any issues. The sensor passed continuity testing. Accuracy and functionality testing found the sensor to be functioning as designed.

Event description:
The customer reported the pulse ox had variations with random dips not trusted by nursing. Sats would go back up as well as drop out during use. They checked the patients sat with a ge dinamap with a reusable sensor to make sure the patient was okay and it gave them a sat of 95%. They do not trust the telebox sat with the disposable sensor. No patient impact or consequences were reported.